Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up with premature battery depletion. No anomalies were noted at previous check on (B)(6) 2016. The patient did not experience any adverse consequence. No intervention had been performed. The device remained implanted.

Manufacturer narrative:
Implanted date should have been (B)(6) 2009 rather than blank.

Event description:
New information states that the device was explanted and discarded, would not be returned.